Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely as its power consumption had increased to 336 percent in about five months. The health care professional (hcp) also noted that the lv lead pacing impedance measurements had decreased to 200 ohms. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely as its power consumption had increased to 336 percent in about five months. The health care professional (hcp) also noted that the lv lead pacing impedance measurements had decreased to 200 ohms. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that a device replacement procedure was performed, where the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a new device due to premature battery depletion (pbd). A venogram was used and left ventricular (lv) lead was tested and found to be functioning as expected and the threshold and impedances were found to be stable within normal limits (wnl). The lv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely as its power consumption had increased to 336 percent in about five months. The health care professional (hcp) also noted that the lv lead pacing impedance measurements had decreased to 200 ohms. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that a device replacement procedure was performed, where the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a new device due to premature battery depletion (pbd). A venogram was used and left ventricular (lv) lead was tested and found to be functioning as expected and the threshold and impedances were found to be stable within normal limits (wnl). The lv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.